Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the system failed to hold a charge. The motion batteries and motion charger board were replaced and the issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, it was observed that the imaging system's battery life is not holding long enough to move the system down the hallway. The system was connected to a working outlet overnight. There was no patient present when this issue was identified.